Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, st elevation was observed via electrocardiogram. Additionally, air ingress was suspected on the sheath. The case was completed with cryo. The st elevation recovered with no medical intervention. No further patient complications have been reported as a result of this event.